Manufacturer narrative:
The devices involved in this event remain implanted in the patient; therefore, a device evaluation will not be competed. Patient medical records and imaging studies will be requested for evaluation by a clinical specialist. A follow-up report will be submitted upon receipt of reintervention details and/or competition of clinical analysis.

Event description:
Patient was treated for an abdominal aortic aneurysm with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up computed tomography scan identified a possible type ib endoleak coming from the right iliac or a type iiia endoleak coming from the junction of the afx2 bsg and the afx vela suprarenal. Angiogram was scheduled for (B)(6) 2026. Reintervention is scheduled for (B)(6) 2026. The patient is currently stable.